Event description:
The devices were used during an unk procedure. It was reported by the affiliate that the staples would not advance. There was no pt consequence.

Manufacturer narrative:
Device not returned for analysis.